Manufacturer narrative:
There was no patient involvement. The involved sample is not available for evaluation. Therefore, the investigation was based upon evaluation of user facility information, returned unused samples and reserve samples. No abnormalities or defects were noted on visual inspection of the reserved and returned samples and all samples passed functional testing. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that the event was related to a pre-existing device defect. Although the cause for the reported event cannot be definitively determined based on the available information, the event description is most consistent with using improper technique in trying to activate the safety feature. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for use with statements to minimize the potential for a needlestick such as the following: "handle with care to avoid needlesticks"; "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock"; and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the safety feature would not engage following use of the device. During follow-up communication with the user facility it was confirmed that: the nurse was using a one handed technique to attempt to engage the safety feature; she encountered difficulty when trying to line up the needle with the safety device; the safety device was unable to be activated; and the event did not result in any consequence or impact to the user.